Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported an alarm 26 and the blockage was at the site. The set was in use for 3 or more hours after insertion. The patient reported that she was having occlusions about every other day. She noticed that her blood glucose starts to rise about 12 hours after placing an infusion set. Sometimes she will get an occlusion alarm on the 2nd day, but not always. The set was inserted in abdomen. No further information available.